Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a tka surgery, one jrny ii cr lock fem implant impactor was cold welded shut, so it could not get the implant impactor to grab hold of the journey femoral component. Surgery was resumed, without a delay greater than 30mins, with a change in surgical technique. No health consequences were reported.